Event description:
It was reported that the surgical team could not get the insert to lock into the tibial base. After several tries, the team removed and changed the tibial baseplate which was successful. This difficulty extended surgery time between 31-60 minutes.

Manufacturer narrative:
The components were examined visually. There was no destructive testing conducted during this investigation. Inspection of the tibial showed the lock detail was within specification. Scratching was observed on proximal portion of tibial baseplate. The scratches were likely created during removal. Three of the inserts have a lack of deformation of the anterior locking mechanism suggesting that the anterior locking mechanism was not fully engaged when inserted. Two of the inserts have some deformation of the posterior locking mechanism on the medial and lateral edges and scratches on the edges of the insert. This damage most likely occurred during removal. These inserts also had indentations of the cam on the post of each insert. Indentations in this location may be indicative of cam interference during insert insertion likely due to inadequate leg extension. One of the inserts has very little damage, but it was reported that insert was able to be levered out easily so there was unlikely any damage created during removal of the insert. When the inserts were inserted into the tray provided in a laboratory setting, all three inserts were able to insert into the tray; therefore, the cause of locking mechanism engagement failure could not be ascertained from the information provided and the analyses conducted.